Event description:
The customer reported clear liquid leaked onto the floor from underneath the unit, involving unicel dxi 800 access immunoassay system. The customer had on personal protective equipment (ppe) and cleaned up the clear liquid with a mop. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) was at the facility on (B)(4) 2012. The fse reported the male fitting to the external waste tubing had broken off. The fse stated the customer had changed the fitting and resolved the issue prior to arrival. The unit was in normal operation. The customer has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4).